Event description:
Attorney reported: the composix kugel patch, a hernia mesh patch that was inserted into the pt's body. In 2009 - a "11-c bard [composix] kugel mesh patch" was used to repair pt's hernia defect. The following month - the pt underwent removal of the previously placed bard composix kugel mesh patch. The pt continued to experienced abdominal pain and discomfort after her multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.